Manufacturer narrative:
The end-user fell but there was no serious injury and no ambulance was required. We shipped a new rolling walker to the customer and requested that the defective unit be sent to us for investigation. A follow-up report will be sent once the investigation is complete.

Event description:
The wheel of the rolling walker she uses in her home to get around had the wheel seemingly sheer off. She fell and the metal exposed from the wheel gashed her leg.